Manufacturer narrative:
The customer stated that the touch sensitivity was poor. The issue was observed during routine inspection. The device otherwise continued to operate. On 04feb2026, an authorized service provider (asp) evaluated the device at a repair center. The confirmed a misalignment in the touchscreen touch position. A touchscreen calibration did not resolve the issue, so the touchscreen was replaced. Following the part replacement, the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device sometimes responds poorly to touch during inspection. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the touch sensitivity was poor. The issue was observed during routine inspection. The device otherwise continued to operate. This investigation is ongoing.